Event description:
Related manufacturer reference number: 1627487-2023-04442. It was reported the patient underwent a surgical procedure on (B)(6) 2023 where monopolar electrocautery was used. The patient¿s ipg was put into surgery mode prior to the procedure. After the surgery, the patient's ipg was unable to communicate, and the lead was damaged with cautery. Surgical intervention may take place at a later date. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: dbs, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 7859374.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section h6: the health effect clinical code should have 4412 - movement disorder been rather than 2388 - inadequate pain relief.

Manufacturer narrative:
Weight corrected. Date of explant is unknown.

Event description:
Additional information was obtained, revealing that the system was explanted via surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.